Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information in (B)(6) 2010 to report that this device was exhibiting vvi mode (7.5 volts at 1.0 ms) at 60 bpm. Technical services reviewed stored data and reported that device was programmed in (B)(6) 2010 from monitor + therapy to off and then back to monitor + therapy mode. Technical services discussed the possibility that the stat pace button on the programmer may have been depressed. The local representative reported that the device has been reprogrammed back to normal bradycardia pacing and asked when the updated longevity will be calculated. Technical services commented that the programmer will estimate the new longevity immediately. However, if the follow-up session is ended, one to two weeks or up to a month is required before the device can calculate the new longevity estimates based on new charge time data. Subsequently, the local representative contacted technical services to confirm that the stat pacing button was depressed at the time the device's tachycardia mode was reprogrammed back to monitor + therapy mode following a surgical procedure. A save-to-disk and memory dump will be performed and returned to boston scientific for analysis. In review of the returned disk, the exact time of the amplitude change to 7.5 volts in the rv occurred on (B)(6), 2010. This was the last recorded amplitude change by the device. The telemetry log has since been overwritten and the reason why the amplitude was changed to maximum output could not be determined. The average power measures also suggest that the rv pace amplitude remained high up to the date of the memory upload. Based on the data and the technical services call description, it was concluded that the reported clinical observation was due to depression of the stat pace button.